Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The physician was not happy with the achieved longevity of the device. The device was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.